Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a pocket evacuation due to a developed hematoma. The patient experienced no adverse consequences from the procedure. The device remains implanted.